Event description:
False positive result (s). Customer started using ff on 06/03 thru 07/03 (2x/week) and would have a pink line on c and very faint light to faint line on t. Used clinitest and ff on 07/06.

Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov1110217 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1110217 met the qc criteria. The complaint issue was not found with the retention samples. The complaint could not be verified. Similar issues will be tracked and trended.